Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 9-jul-2015, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse checked out unit and found that b/f wash probe #2 was hanging up on electrical connection so it wasn't going down to wash position. Fse repositioned tubing for proper operation, decontaminated entire unit including substrate and alcohol bottle, then checked temperatures. Exp=39.0c+/-.3c wash before=39.2c after=39.0c exp= 30.0c+/-.3c diluent before=30.4c after=30.0c exp=39.0c+/-.3c substrate before=38.7c after=39.0c exp=37.0c+/-.5c dispense lane before=36.5c after=37.0c exp=37.0c+/-.5c incubator before=37.0c after=37.0c exp=37.0c+/-.5c detector turntable before=36.0c after=37.0c fse checked sample nozzle, it was clean and free of leaks. Customer ran quality control (qc) in which results were good for all except e2 and prog, customer did not have calibrators for either so both were ordered. Fse followed up with customer on 13-jul-2015 and the customer informed that both calibrators were received and the qc is passing. The customer ran quality control (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-1800 analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was wash probe #2 was not descending to position.

Event description:
On (B)(6) 2015, a customer reported control recovery shifts for e2 and prog with their aia-1800 analyzer. The customer is unable to run prog, lhii, and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting prog, lhii, and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.